Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 37092, serial# unknown, product type: accessory. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3023, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4). Final analysis of the tined lead with ((B)(4)) revealed all conductors are broken (overstress damage) 17.9 cm from the proximal end.

Event description:
The health care professional via the manufacturers¿ representative reported that impedances were checked at 1.5v/ 210pw; all unipolar pairs shows 2k ohms range and all bipolar pairs showed below 100 ohms. The patient had been doing well, so there were no previous history records of checked impedances. The patient was programmed with 0/3 electrodes at 3.8v, she continued to get adequate therapy. There was a patient fall related to the event; the implantable neurostimulator site was bruised and there was swelling around the pocket. The patient was indicated for urinary dysfunction/ sacral nerve stimulation. No further information was provided. If additional information is received, a follow-up report will be sent. Additional information received indicated that patient fell on buttock while unplugging battery powered scooter. It was noted impedance check was performed. It was noted the device system was explanted completely and the issue was resolved at the time of the report. This event was also reported under manufacturer report # 3004209178-2015-16180.